Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0862 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 600 mg/dl. Customer reported that they thought insulin pump was not working properly and blood glucose level was not coming down. Customer agreed to troubleshooting for high blood glucose. Customer reported symptoms of tried and thirsty related to high blood glucose. Customer was not using auto mode feature at the time of high blood glucose. The insulin pump will return for the analysis.